Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with a trial external neurostimulator reported to a manufacturer representative that she was experiencing burning while voiding. The patient stated that she thinks she might have a uti. The patient was advised to follow-up with her healthcare provider. No device issues were reported. Patient status is unknown at the time of this report.